Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there are leaksfrom the reservoir compartment that went into the pump. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced but declined to replace the pump. No further details given.